Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to pain at implant site and poor performance with the device. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported).